Event description:
It was reported that during the procedure, the subject flow diverter stent did not open properly and had to be deployed, which led to a stenosis in the internal carotid artery. A total of 120 minutes surgical delay was reported. No further information available.

Manufacturer narrative:
Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. Visual and functional inspections were not conducted due to the device was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Additional information provided by the customer did not indicate any issues noted during unpacking or set up of the device, and the device was prepared as per dfu instructions. There was no indication of a user related issue. The patient¿s anatomy was not tortuous. Other devices used in the procedure in conjunction with the subject device was a microcatheter. There was patient involvement (i.e. The device was in use on the patient at the time of the event). The flow diverter was recaptured back into the microcatheter 1 time and the second time it was not possible so that the device had to be removed half opened. The position of the delivery catheter was confirmed by visualizing the radiopaque markers. The position of the flow diverter implant was confirmed between the two marker bands. There was resistance between the delivery catheter and the pusher when trying to re-sheath the evolve. There was a little bit of resistance encountered during navigation of the flow diverter device to the target lesion. There was no resistance during advancement of the stent delivery system through the patient¿s anatomy. There was no resistance encountered during the implant (stent) deployment. The second flow diverter stent was used instead of the first. The patient was discharged with a little headache the day after intervention. The patient was put on dual antiplatelet post-procedure. There was no information on whether there was a high % stenosis proximal to the stent. A balloon dilatation with scepter balloon, telescoping with competitor to resolve the stenosis stent. With the second device the exact same failure occurred but the aneurysm was already coiled so it was not possible to remove the stent without dislocating the coils. The physician had to fully deploy the stent. The second flow diverter stent remained implanted in the patient¿s anatomy. Based upon medical review, the harm observed in this complaint is anticipated in nature as per the device risk assessment. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause, a cause of undeterminable was assigned to the reported event ¿stent failed/unable to open¿. An assignable cause of anticipated procedural complication will be assigned to the reported event ¿patient parent vessel stenosis¿ as a product related root cause does not apply and the issue is due to a known physiological effect of the procedure and/or patient condition noted with the directions for use, product labeling and/or risk documentation files.

Event description:
It was reported that during the procedure, the subject flow diverter stent did not open properly and had to be deployed, which led to a stenosis in the internal carotid artery. A total of 120 minutes surgical delay was reported. No further information available.